Event description:
It was reported that during a lap colon resection procedure, the fired clips were partially opened. With a new reload, the result was the same. A green reload was used on the colon and then a vascular reload was used on a vessel. The surgeon used a new device to carry out the case. The surgeon closed the vessel with a new device and then converted to open.

Manufacturer narrative:
D4; h4; 6: information anticipated, but unavailable at this time.